Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Subsequent information was received that the patient was seen for an in clinic follow up. Chronic shock impedance measurements were noted to be high and current shock impedance measurements were observed to be high, however, were stable. The physician will continue to monitor the device and lead system. No adverse patient effects were reported.